Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedures of a vaginal hysterectomy and a rectocele repair during mesh implantation. The patient underwent mesh revision/explantation on (B)(6) 2005 due to pelvic pain. The patient underwent the concurrent procedure of lysis of an apical vault adhesion during mesh revision/explantation. The patient underwent mesh revision/explantation on (B)(6) 2005 and on (B)(6) 2006. It was reported that the patient underwent removal of remaining mesh on (B)(6) 2005. The patient underwent removal of ovaries on (B)(6) 2006 due to pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and intra-vaginal sling tapy were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.